Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission of the implantable pulse generator (ipg) indicated that the p waves were falling in the atrial blanking and erroneous atrial pacing was noted on the electrogram. The ipg remains in use. No patient complications have been reported as a result of this event.